Event description:
Customer reported to beckman coulter, inc. (Bec) that the reagent probe wash station of the immage immunochemistry system was not draining and fluid was overflowing onto the top of the instrument. Customer reported that the overflowing fluid was confined to a small area around the wash stations. Customer reported that the instrument was also giving a vacuum out of range low error. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) changed four filters, cleaned the check valve for vacuum and replaced the modular chemistry manifold.

Manufacturer narrative:
(B)(4).